Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A coordinator reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision worse than before surgery and dysphotopsia. The iol was exchanged in a secondary procedure following the initial procedure. Additional information has been requested and provided that patient complaining of vision getting worse, trouble driving, trouble reading fine print after surgery. There was a patient harm and no hospitalization.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that 12.0 lens was exchanged for a 12.5 lens due to blurry vision, dysphotopsia, trouble driving and reading fine print after surgery. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.